Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
The appropriate clinical signs codes are 'myelopathy' and 'weakness'.

Event description:
A company representative reported that a patient was revised approximately 1.5 years post-operatively to address two migrated yukon set screws and two migrated yukon rods. The patient reported falling and experiencing pain, weakness and myelopathy. This report captures the first of two rods.